Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in doing so, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.